Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was discarded by the facility therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. The most likely cause(s) of this type of event include prying/leveraging the driver while the implant is still loaded, preparing a pilot hole that is too small, inserting the implant at an angle not co-axial to the pilot hole and/or applying excessive force to the screw during implantation this is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was reported that the surgeon drilled and tapped to the correct distance. Implant went in and prior to being fully seated inside the bone tunnel to the full depth of the drilled hole, the tip of the driver broke-off. The top of the implant was inside the bone tunnel and not sitting proud. The driver broke where the shaft of the driver tapers down to fit inside the implant. The tip remained in the implant inside the bone. To attempt to get it out, the surgeon attached a fiberwire and tried to pull the implant out. The tip came out but not the implant. Surgeon then drilled a slightly bigger tunnel (surgical intervention) and drilled through the implant and inserted a larger anchor inside the previous implant. Procedure: lisfranc.